Manufacturer narrative:
The manufacturer and brand of the pelvic mesh product that was implanted is unknown.

Event description:
Related to MFR report no: 2183959-2014-00018. It was reported that the patient had a sling implanted previously, details not indicated. It was removed due to a perineal infection. On (B)(6) 2014 another incontinence device was implanted. No additional patient complications have been reported in relation to this event.